Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported a male pt was leaving the operating room (or) when it was noted that the dressing was blood soiled at the insertion site. On opening the hub, which was dressed in the intensive care unit, it was noted that there was a crack on both sides of the transparent lumen with the red luer lock connection. Another cannon permanent catheter was obtained from the or (B)(4) and opened. Only the external hub connection was used to repair the permanent catheter and dialysis could take place as planned. There were no pt death injuries or complications.